Event description:
Procedure type: sigmoidectomy. According to the reporter: the device pressed together too much tissue. Therefore, both sides of the intestine will be fixed together with the perforated needle and fathom. A re-section of the intestine was necessary, but in this case no pt harm.

Manufacturer narrative:
(B) (4).